Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself packaged in its opened pouch in double biohazard plastic bags the guidewire was examined before decontamination. Visual examination of the returned device revealed the polytetrafluoroethylene (ptfe) coating was scraped on the guidewire. After decontamination the guidewire was examined, no anomalies were observed with the hydrophilic coating. The coating was present on the guidewire and the nitinol tubing proximal bond was in place. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The wet guidewire revealed uneven swelling on guidewire distal tip. The hydrophilic coating felt bumpy after hydration, but was smooth when dry. The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off at approximately 8.5cm from the proximal end. The coating was scraped on the guidewire. The torque device was on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The returned guidewire was kept hydrated per directions per use (dfu) and a demonstration microcatheter was prepared. The guidewire was loaded and advanced through the proximal end of a demonstration microcatheter. The guidewire came out of the microcatheter distal end. There was no friction and/or resistance felt during the advancement. The observed scraped/peeled ptfe coating is believed to have occurred from an insecurely tightened torque device. The directions for use (dfu) caution to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, a root cause of dfu instruction not followed has been assigned to this investigation.

Event description:
During product analysis it was found that there was scraped/peeled ptfe (polytetrafluoroethylene) coating on the proximal section of the coil. There were no clinical consequences to the patient.